Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt had a retropubic sling procedure in 2006. The patient has not been able to void since the procedure and has an indwelling foley catheter and was treated with antibiotics. Various voiding trials have resulted in the pts being able to void small amounts with valsalva. An unknown proceduure is planned.